Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed back-up operation. The measured data was 2.67v, 8ua, <1 kohms. Programming the mode was unsuccessful. The patient had a transtelephonic check 3 weeks previous that showed +100 ms magnet rrt indicator. The patient was reportedly lost to follow-up for several years.